Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly pins were inserted in distal femoral jig.; cuts were made and pins removed. Pins were drilled into tibia; cuts were made. It was determined that an add'l 4mm should be cut from tibia. Pin may have bent while being removed. The long pin broke at the thread / solid pin juncture. The entire threaded portion of the pin stayed inside the patient.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.